Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type extension product ID 3387-40 lot# va1su01 implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead product ID 3387-40 lot# 0222160339 implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device information received.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension; explant date (B)(6) 2024 brand name ; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension; explant date (B)(6) 2024 brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; explant date (B)(6) 2024 brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was erosion of the left frontal scalp with exposure of the stim lock covering the deep brain neurostimulator system due to erosion of the scalp and lack of skin coping. There is also protrusion of the connection system between the extensions and the distal part of the intracerebral electrodes in the left retroarticular region. The entire system was explanted and resulted in in-patient hospitalization and surgical intervention. Etiology indicated the infection device. The issue was resolved without sequelae (B)(6) 2024.

Event description:
It was reported that there was erosion of the left frontal scalp with exposure of the stim lock covering the deep brain neurostimulator system due to erosion of the scalp and lack of skin coping. There is also protrusion of the connection system between the extensions and the distal part of the intracerebral electrodes in the left retroauricular region. The entire system was initially repositioned on (B)(6) 2024 and then later explanted on (B)(6) 2024. The event also resulted in in-patient hospitalization. Etiology indicated the infection device. The issue was resolved without sequelae (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.